Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2014 and mesh was implanted. As per patient, the incontinence is cured. Following the procedure, on (B)(6) 2015, the patient experienced mesh erosion and first became aware of the erosion in november. Currently, the patient is booked for mesh excision and colposuspension procedure on (B)(6) 2016. Additional information has been requested.